Event description:
The customer called to report motor error alarms on the insulin pump. Troubleshooting was performed and the insulin pump was stuck in the rewind mode. The customer was unable to clear the insulin pump from that mode. Advised the customer to discontinue using the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement tests, due to an out of phase encoder signal. No motor error alarms were noted.